Manufacturer narrative:
This report is submitted on june 21, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 as the electrode had extruded into the auditory canal. The patient was re-implanted at the same surgery.

Manufacturer narrative:
This report is submitted september 11, 2019.